Event description:
A patient reported blood glucose results of 377 mg/dl and 191 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and /or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. When looking to the memory while troubleshooting, the reading showed 190 mg/dl, 152 mg/dl and 377 mg/dl. A walk through blood glucose test was performed, the patient obtained 185 mg/dl and 182 mg/dl with the reported meter.